Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the stylet was unable to advance into the right ventricular (rv) lead. The rv lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of ¿unable to pass stylet into lumen¿ was confirmed. As received, a complete lead without a stylet was returned in one piece with clogged dried blood / tissue .the cause of the reported event was due to dried blood found clogged in the inner coil. Visual and x-ray examination did not find any anomalies.